Event description:
A low readings issue was reported with the adc device. The customer reported receiving an unspecified low scan on the sensor and experienced a loss of consciousness. The customer further reported being able to self-treat with coca-cola and skittles provided by a healthcare professional (hcp). Reportedly, a sensor scan of 149 mg/dl was received in comparison to an hcp meter result of 191 mg/dl but it is unknown when the readings were obtained in relation to the treatment. No further information was provided. There was no report of death or permanent injury associated with this event. However, the customer was able to self-treat (unspecified)

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section date of event is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this servers as a correction. Section b5 was incorrectly documented and the section has been updated.

Event description:
A low readings issue was reported with the adc device. The customer reported receiving an unspecified low scan on the sensor and experienced a loss of consciousness. The customer further reported being able to self-treat with coca-cola and skittles provided by a healthcare professional (hcp). Reportedly, a sensor scan of 149 mg/dl was received in comparison to an hcp meter result of 191 mg/dl but it is unknown when the readings were obtained in relation to the treatment. No further information was provided. There was no report of death or permanent injury associated with this event.